Event description:
Additional information received on 2/5/2025: the buttons became loose in the patient, and everything was removed from the patient. The case was completed using a new ar-2372blo knotless ac tightrope open. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
A sales representative emailed on 01/28/2025 to report that two ar-2372blo knotless ac tightrope open repair implant buttons deployed prematurely. This was discovered during an ac joint reconstruction procedure on (B)(6) 2024. Additional information was requested on 1/30/2025.